Manufacturer narrative:
The report of a tear in the percutaneous lead (driveline) near the exit site could not be confirmed as the distal portion of the driveline with the reported damage was not returned and therefore, the cause for the reported tear could not be conclusively determined. The evaluation of the explanted pump did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 2.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. Upon disassembly, visual inspection of the blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2012. It was reported that there was a slit in the white silicone sheath of the patient¿s percutaneous lead (driveline) near the exit site. There were no alarms for this event and the patient was asymptomatic. The customer was instructed to apply rescue tape around the area. Log file analysis completed by the manufacturer¿s technical services representative did not contain any data suspect of any type of percutaneous lead issue. The pump appeared to be working as intended. On (B)(6)2017, the patient underwent a scheduled pump exchange due to the location of the damage and concern of additional breakage.